Event description:
The customer reported via the sales rep that during implantation when the cage holder was removed, the surgeon observed that the cages were broken. It was further reported that the procedure was completed with another cage with no adverse consequences.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.